Event description:
It was reported that the patient tried to recharge and couldn¿t. When she was trying to recharge the day of the report in her car she was getting the reposition antenna screen. The patient tried to communicate using her patient programmer (pp) and reported getting the poor communication problem. An implantable neurostimulator (ins) overdischarge was suspected. It was recommended to have the device checked to get stimulation restarted. It was further noted she always charged her ins in the car because it was easiest with the leather seats because it didn¿t overheat easy. She charged in the car, ¿it usually took a while, when she recharged at home with a regular chair made of material, it overheated even with the old unit and with the new unit.¿ the patient stated ¿see it¿s implanted inside me, and it¿s in the back; it is in a bad area.¿ it was noted anytime she charged over an hour, an hour and a half it overheated; that¿s why she recharged in leather seats instead of recharging in a seat made of material.¿ which had been happening since implant. It was noted she couldn¿t recharge very easily standing or sitting with the belt on. It was reviewed it is usually recommended to have air circulating around the devices. It was noted she had an appointment the following week. The manufacturer¿s representative (rep) further noted that after meeting with the patient she was able to start normal charging through the antenna locator and everything was working fine now.

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3998, lot # v016195, implanted: (B)(6) 2007, product type lead. (B)(4).